Manufacturer narrative:
Mounting bracket and glide rods.

Event description:
It was reported by service report that the siderail is broken on head right. No pt involvement or adverse consequences are reported.